Event description:
Rn attempted peripheral IV start. The rn was unable to advance the catheter at insertion. When removed to make a second attempt, the tip was found to have split off the needle into a "y." FDA safety report ID# (B)(4).